Manufacturer narrative:
The instrumentation kit was returned to stanmore implants. A preliminary investigation has confirmed that a standard size bush compressor was provided in a small sized custom instrument tray. All custom instrument trays have been quarantined and are undergoing inspection. The investigation of this complaint is ongoing. A supplemental report will be provided.

Event description:
It has been reported that the instrument kit provided for a small custom case contained a standard sized bush compressor in the instrument tray. The implant procedure was completed successfully with no time delay. (B)(4).

Manufacturer narrative:
Following the reported event, all in-stock kits were quarantined for re-inspection. The results revealed that the instrument tray (smbi-ksm20) which was the subject of the complaint was the only instrument tray containing an incorrectly sized bush compressor. Depending upon the specific nature of the surgery being scheduled, the instrument kit may require some minor modification. In the specific case scheduled in ireland, a small sized bush compressor was required in instrument tray # smbi-ksm20. However, instead the tray contained a standard sized bush compressor, which was not identified during the final inspection stage of the process. As a result, the standard sized bush compressor was shipped with the custom total knee replacement order. The inspector has since undergone retraining. The complaint investigation has concluded that this is an isolated event. Retraining of the inspector has been completed. This is considered to be an isolated incident; this complaint investigation is completed and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2016-00032 (siw-16-1426).